Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the inner liner 2cm from the tip. The outer sheath is separated from the nosecone. The outer sheath is kinked 17.5cm from the distal end of the separation. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the deployment issue.

Event description:
Reportable based on device analysis completed on 10-sep-2021. It was reported that stent failed to deploy occurred. The target lesion was located in biliary duct. A 10x100x120 epic stent was advanced for treatment. However, while deploying the stent from delivery system, the stent was not released. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed sheath detached.